Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4): same meter, different test strips. Test strips and control solutions were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for out of range control test results and high blood glucose test results. The customer is concerned with control test results obtained of 66 and 136 mg/dl and from blood glucose test results obtained of 144 and 146 mg/dl. Control tests were performed by the customer prior to the call: 1) control level 1, lot number 2bc1b60, manufacturer¿s expiration date is 08/31/2024 and open date is (B)(6) 2023 produced the result of 66 mg/dl, which is not within the acceptable range of 20-50 mg/dl; 2) control level 2, lot number 2bc2a67, manufacturer¿s expiration date is 06/30/2024 and open date is (B)(6) 2023 produced the result of 136 mg/dl, which is not within the acceptable range of 93-125 mg/dl. The customer¿s expected am fasting blood glucose test result range is 115-122 mg/dl and expected pm fasting blood glucose test result is 170 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/25/2024 and test strips were opened two days prior to the call. The meter memory was reviewed for previous test result history: result 1: 144 mg/dl date: (B)(6) time: 6:57 am fasting. Result 2: 136 mg/dl date: (B)(6) time: n/a control level 2. Result 3: 66 mg/dl date: (B)(6) time: n/a control level 1. Result 4: 150 mg/dl date: (B)(6) time: 9:00 pm fasting. Result 5: 146 mg/dl date: (B)(6) time: 8:27am fasting.

Manufacturer narrative:
Sections with additional information as of 31-may-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.